Event description:
It was reported that the right side of the therapy cable connector was pushed in, and the device displayed a leads off message. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced connector and observed that the sockets 1, 9, and 10 very intermittently did not make a solid contact. It was also observed that the energy and the ECG display did not function at the time of the intermittency.